Event description:
My daughter received burned blisters on her back [burns second degree] , . Case narrative: this is a spontaneous report from a pfizer sponsored program thermacare social media from a non-contactable consumer reported for daughter. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burned blisters on her back on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] my daughter burned blisters on her back [burns second degree] , . Case narrative:this case was considered as invalid due to unidentifiable reporter. This is a spontaneous report from a pfizer sponsored program thermacare social media from a non-contactable consumer reported for daughter. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burned blisters on her back on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Follow up (12oct2018): case review - social media report - reporter not "privately contactable", invalidated., comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] my daughter burned blisters on her back [burns second degree]. Case narrative:this is a spontaneous report from a pfizer sponsored program thermacare social media from a non-contactable consumer reported for daughter. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burned blisters on her back on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (12oct2018): case review - social media report - reporter not "privately contactable", invalidated. Follow-up (17feb2020): new information received from a product quality complaint group includes: investigation is still in progress. Malfunction updated to blank accordingly. The case was changed to a valid case now., comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term], my daughter burned blisters on her back [burns second degree], narrative: this is a spontaneous report from a pfizer sponsored program thermacare social media from a non-contactable consumer reported for daughter. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burned blisters on her back on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (12oct2018): case review - social media report - reporter not "privately contactable", invalidated. Follow-up (17feb2020): new information received from a product quality complaint group includes: investigation is still in progress. Malfunction updated to blank accordingly.the case was changed to a valid case now. Follow-up (30may2020): new information received from a product quality complaint group includes: investigation results., comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.